Event description:
It was reported by the customer that this event involved a male pt with an initial left internal jugular insertion site without event. The pt was diagnosed with a condition after struma resection. The spring wire guide (swg) was inserted through the needle cannula and the needle was successfully removed. The catheter was also successfully placed over the swg. However, during removal the swg "expanded." After removal of the swg, it appeared to have unraveled over a length of 6cm after the 10cm marking. The swg was completely removed and intact. There were no reported pt complications. Another catheterization was necessary and the procedure was completed without any problem.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.